Manufacturer narrative:
The customer reported there was a separation at the spin collar and returned one photo of the incident. The reported material is mz5309, and the lot is 25099002. There is no physical sample for investigation. The photo verified the complaint of the separation at the tubing/male luer connection. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application. The original plant did not take any actions to address the failure as the line for material mz5309 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. The plant addressed the solvent application issue with a work instruction update detailing the use of a pin in the medica solvent dispenser, which assures correct solvent application between tubing and male luer. The production of mz5309 with the new process began on november 21st, 2025. The lot number reported was manufactured prior to this date.

Event description:
It was reported that bd maxzero pressure rated extension set was seaprated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing separated from the spin collar.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.